Manufacturer narrative:
It was reported that the lens tilted 90 degrees post op on day 1. The lens is planned to be explanted. No additional information provided. The device has not been received yet. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. The customers stated that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated the customer is using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the iol tilting is but is not limited to: loading strategy, lens placement technique, accessory device support , poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the lens tilted 90 degrees post op on day 1. The lens is planned to be explanted. No additional information provided.